Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report of air in line (without alarm) was confirmed and the cause was identified as incomplete priming of the patient line based on information provided by the care giver. The disposable set was not provided for evaluation. Labeling was reviewed in regard to the reported use error and was found to be adequate. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Event description:
A patient contacted global technical services (gts) regarding assistance with priming the patient line while using the homechoice (hc). Gts explained that the small, soda-like bubbles that cling to the inside of the patient line are normal. No injury or medical intervention was reported.